Event description:
It was reported the patient was scheduled for a revision (catheter and pump) in a couple of weeks. The cause of the revision was not known. The manufacturer representative had no negative follow-up reports about the patient. The medication in the pump was baclofen (unknown). The outcome of the event was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, product type: catheter.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a hip surgery which required the catheter to be cut; this was the cause for the catheter revision.